Event description:
It was reported on a remote monitoring transmission, there was oversensing on the right atrial and the right ventricular lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758 lead implanted: (B)(6) 2011. (B)(4).